Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation found high capture threshold exhibited by the right ventricular lead. The patient was scheduled for replacement and the lead was explanted. The patient was stable.